Event description:
It was reported that a malfunction occurred, indicated by a malfunction code. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further action was taken by technical support, with no additional information available regarding the outcome of the event.